Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the right eye. Postoperatively, the lens was exchanged secondary to a hyperopic refractive error. The surgeon attributed the refractive error to the following factors: pt anatomy (narrow angles), history of flomax use, and possible lens vaulting. The lens was replaced with a higher diopter crystalens (23.0 d). The pt's iop is currently elevated due to narrow angles.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens was returned to b+l and subjected to visual examination, which revealed a small tear on one of the haptic loops. The lens was also subjected to diopter and resolution verification, which revealed the lens was within optical specifications and was correctly labeled as a 22.0 d iol. Root cause: according to the surgeon, the root cause of the reported issue (lens explanted to address refractive error) is related to several factors: pt anatomy (narrow angles), history of flomax use, and possible lens vaulting. (B) (4).